Event description:
It was reported via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were made. Two months later, non-sustained lead noise due to post-paced t wave oversensing was observed again via remote transmission. Patient was asymptomatic. Additional programming changes were made. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.